Manufacturer narrative:
Device is a combination product. Patient identifier - (B)(6). Device evaluated by manufacturer - the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain. The target lesion being treated was located in the mid left anterior descending (lad). The lesion was 90% stenosed, 3.0mm in diameter and 8mm long. The lesion was treated with direct stent placement of a 3.0x12mm taxus liberte stent. Residual stenosis was 0%. During the index procedure, source notes the patient experienced chest pain and nausea with stent balloon inflation. The patient was treated medically. The patient was discharged 1 day later on aspirin and prasugrel.